Event description:
It was reported by the patient that after implant they experienced awful pain when the implantable pulse generator (ipg) was checked. The patient was told that the physician believed there was a perforation of the right ventricular (rv) lead. The lead was explanted and replaced. The patient's pain level during device checks is much less severe. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was further reported by the clinic that the patient felt sporadic episodes of chest pain in the center of the chest and over the left breast since implant. The episodes lasted for a few seconds. The intolerable pain during interrogation was described as an electrical shock sensation in the heart, which lasted up to an hour after the interrogation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).